Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a798. Investigation summary: the analysis results found that one pcee45a device was returned with the anvil knife slot damaged, and without reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: the surgeon sutured by hand and did not transfuse. The patient is stable.

Event description:
It was reported that during a semi-open pneumothorax, the knife did not return after the firing on the lung. Forceps was stuck into the jaws and the manual override lever was used to release the device. The knife reverse switch was not used. The same event continued in the second and the third device, and the second device was released by the same way as the first device. But, the manual override lever did not function in the third device, so that harmonic device and electric knife were used to remove the third device from the tissue. Additional suture was performed to complete the case. There were no adverse consequences to the patient. The patient had pneumothorax several times, and the surgeon concerned that the target tissue was stiff before this procedure. It was found that the staples driver stopped on the way of the cut line and the knife did not move forward all the way when the cartridge was checked after the event. No further information is available. Customer.